Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.

Event description:
A report was received on 30 jul 2024 from the home therapy nurse (htn) regarding a 63 year old male patient with a medical history including hypertension and end stage renal disease, stating the patient experienced itching at the start of a hemodialysis treatment on (B)(6) 2024. Additional information was received on 30 jul 2024 from the home therapy nurse (htn) diphenhydramine (benadryl) intravenous 25mg was administered, with itchiness resolving. Following the event, the patient has recovered without sequelae and continues to treat using the nxstage system.